Manufacturer narrative:
The pad-pak was first installed successfully in november 2010 and passed to specification up to the 26th october 2014. The device failed several self-tests due to a low battery between the 2nd-21st november 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory on the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The green status led was found to be constantly lit between flashes. This is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.